Manufacturer narrative:
Commercialized product development examined the returned instrument. The evaluation found the retaining pin is missing. Although the exact root cause could not be determined without the pin, heavy usage may be a contributing factor. Review of the as400 found this lot was placed into domestic distribution on march 31, 2009. A two-year search of the complaint database did not identify a trend. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Cutting guide is broken, the stop on end of guide is broken off allowing two pieces to disconnect when they should stay together.